Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. The customer¿s blood glucose level was ranging between 600 mg/dl. Customer stated that when they wake up in morning their blood glucose level was high and in 300 mg/dl range they give manual shot but blood glucose level wasn't coming down. Then they went to emergency room where they took off their insulin pump and treated with insulin drip and then their blood glucose dropped to 39 mg/dl. Then they treated with carbs to stabilize their blood glucose. Customers blood glucose level at the time of call was 202 mg/dl. Customer was assisted with troubleshooting for high and low blood glucose. . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.